Event description:
It was reported that this incident occurred in the ed during insertion. There was difficulty reported with the dilator peeling, but no further details were reported.

Manufacturer narrative:
(B)(4).